Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using the cartridge and humalog insulin for over 48 hours. Tandem customer technical support (cts) informed customer that using the cartridge and humalog insulin past 48 hours is off label per the tandem user guide. The customer's blood glucose level was 598 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.